Manufacturer narrative:
The reported event the tip of the device broken was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the small pointer broke off at the user facility. Though requested, information was not available regarding patient involvement, medical interventions or adverse consequences.

Event description:
It was reported that the tip of the small pointer broke off at the user facility. Though requested, information was not available regarding patient involvement, medical interventions or adverse consequences.